Manufacturer narrative:
Previous conclusion updated due to additional events reported in previous report: as reported, a patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt) with a contraindication to heparin. The filter was implanted via the right internal jugular vein and placed in an infrarenal location with the apex of the filter at the level of the mid-l2 and without complication. Approximately eleven years after the implantation, the patient became aware that filter strut(s) had perforated outside the inferior vena cava (ivc). The filter was also noted to have become embedded in the ivc and was associated with perforation. The patient further reported having experienced abdominal pain and swelling, shortness of breath, chest pain, leg swelling, back pain, depression, anxiety, decreased oxygen, limited physical activity, fatigue and irritability. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforations and filter embedded events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Due to the nature of the complaint, the reported shortness of breath, decreased oxygen saturation, decreased activity, abdominal and leg swelling and abdominal, chest and back pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety, depression and irritability experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. The clinical events experienced by the patient do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received, updates were made to the following sections: a2 and b3. New h6 codes ivc perforation(B)(6). Additional information from medical records indicate the preoperative diagnosis at filter placement was deep vein thrombosis (dvt) and that the patient is unable to take heparin. A trapease filter was deployed in the infrarenal inferior vena cava (ivc). Follow up imaging demonstrated the apex of the filter was at the mid-l2 level. The filter was fully deployed without tilt. There were no procedural complications noted. A patient profile form (ppf) received indicated that the filter strut (s) perforated outside of the ivc approximately 11 years after filter placement. The patient also had severe abdomen pain and swelling, shortness of breath, chest pain, leg swelling and back pain from the abdomen, depression, anxiety, decreased oxygen, limited physical activity, fatigue and irritability. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, a patient was implanted with a trapease inferior vena cava (ivc) filter which subsequently malfunctioned and caused injury, damage, to the patient including, but not limited to filter perforation, filter tilt, and filter embedment. The indication for filter placement is not available. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage, to the patient including, but not limited to filter perforation, filter tilt, and filter embedment. As a direct & proximate result, the patient suffered life-threatening injuries & damages & required extensive medical care & treatment. As a further proximate result, the patient has suffered & will suffer significant medical expenses, pain & suffering, & other damages.